Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and pace impedance measurements of greater than 2,000 ohms, resulting in a lead safety switch. There was no oversensing observed. It was discovered on a chest x-ray that the rv lead was fractured. Subsequently, the rv lead was surgically abandoned. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and pace impedance measurements of greater than 2,000 ohms, resulting in a lead safety switch. There was no oversensing observed. It was discovered on a chest x-ray that the rv lead was fractured. Subsequently, the rv lead was surgically abandoned. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.